Manufacturer narrative:
A cracked reservoir tube lip and cracked battery tube threads were noted during a visual inspection. The failed battery test alarmed due to a corroded battery cap contact. There was also light corrosion noted in the battery tube. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed failed battery test. The reporter did not know the blood glucose reading. Nothing further reported.